Manufacturer narrative:
Manufacturer narrative: updated sections d4-expiration date, h4, and h6 (type of investigation). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Corrected data: updated sections b5 and h6 (device).

Event description:
It was reported that a patient with a 25mm aortic valve implanted for one year, 11 months underwent redo aortic valve replacement due to large perivalvular leak secondary to valve sewing ring dehiscence within the noncoronary sinus and one calcified leaflet. A 25mm valve was implanted in replacement. The patient was discharged home on pod #8. Per received records, the intraoperative tee confirmed severe aortic insufficiency secondary to a large paravalvular leak. The left ventricular function was excellent. The mitral regurgitation was mild. A large paravalvular leak was identified secondary to valve sewing ring dehiscence within the noncoronary sinus. There was also a subvalvular pseudoaneurysm in the same area. There is no evidence of infection. The valve was replaced and there remained only mild postoperative mitral regurgitation. There was no residual perivalvular leak or aortic insufficiency. The patient tolerated the procedure well. There was no visible bioprosthetic valve deterioration. The pathology report resulted one calcified leaflet. The patient was noted to have chb on pod #4. On pod #6 a ppm was implanted.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 25mm aortic valve implanted for one year, 11 months underwent redo aortic valve replacement due to large perivalvular leak secondary to valve sewing ring dehiscence within the noncoronary sinus. A 25mm valve was implanted in replacement. The patient was discharged home on pod #8. Per received records, the intraoperative tee confirmed severe aortic insufficiency secondary to a large paravalvular leak. The left ventricular function was excellent. The mitral regurgitation was mild. A large paravalvular leak was identified secondary to valve sewing ring dehiscence within the noncoronary sinus. There was no bioprosthetic valve deterioration. There was also a subvalvular pseudoaneurysm in the same area. There is no evidence of infection. The valve was replaced and there remained only mild postoperative mitral regurgitation. There was no residual perivalvular leak or aortic insufficiency. The patient tolerated the procedure well.